Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the stereotactic headframe (lot #082632116a) found that the scale was out of alignment. Fdr code (B)(4) has been replaced by fdr codes (B)(4) and (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the measurement tape was misaligned on the micro-positioning system. The misalignment between red and blue color was not exactly at zero. No troubleshooting or diagnostics were reported. No actions were taken to resolve the issue. The issue was resolved at the time of this report. No medical symptoms were reported. The patient was implanted for unknown symptoms.